Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non- totally occluded, de novo target lesion was located in the severely tortuous, severely calcified and 2.5mm -2.75mm in diameter left circumflex artery. The lesion was predilated and a 2.75x38mm promus element¿ plus stent was advanced but was unable to cross the lesion despite repeated attempts. Then a 2.50x24mm promus element¿ plus stent was advanced and deployed in the target lesion. During post dilation of the recently implanted stent, it was noted that there was a proximal edge deformation on the stent. A 2.5x16mm promus element¿ plus stent was then deployed overlapping the proximal edge of the 2.50x24mm promus element¿ plus stent and the procedure was completed. No patient complications were reported and the patient's status was stable.